Event description:
Reportedly, communication issues were observed with the subject home monitor: patient initiated transfer button was lighting in red. Therefore, it was replaced by another one in (B)(6) 2019.

Event description:
Reportedly, communication issues were observed with the subject home monitor: patient initiated transfer button was lighting in red. Therefore, it was replaced by another one in december 2019.

Manufacturer narrative:
H3: device inadvertently discarded at microport crm facility. Please refer to the attached analysis report. - attachment: [20200506 - file-2020-00270 - analysis_and_closure_report_resp-2020-00509.pdf].